Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an echelon catheter distal end fell off. The catheter was shaped in vitro, and when the shaping needle was pulled out, the developing point at the distal end of the catheter was found to fall off. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU. The patient was being treated for a left posterior communicating artery aneurysm. Vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 5mm. No patient injury or symptoms were reported.

Event description:
Additional information received reported that the problem occurred during shaping the catheter and it did not affect the patient. When the shaping needle was withdrawn, the distal imaging point fell off outside the body. The cause of the distal end separation was not determined. There were no issues that led to the separation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4):equipment used: vis (m-85519), 203cm ruler (m-83360) as found condition (condition of returned device): one echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch and within a dispenser track. Visual inspection/damage location details: the echelon-10 total length was measured to be ~155.6cm. The echelon-10 useable length was measured to be ~147.9cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub. The catheter body was found to be kinked at ~145.1cm and at ~143.8cm from distal tip. The distal tip was found to be separated. The tubing material of the catheter separated end exhibited with stretching, jagged edges with the elliptical wire exposed. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. In this event, user error likely contributed to the event as customer reported shaping the echelon-10 micro catheter tip and noticed distal tip had separated after shaping needle was removed. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): one echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch and within a dispenser track. Visual inspection/damage location details: the echelon-10 total length was measured to be ~155.6cm. The echelon-10 useable length was measured to be ~147.9cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub. The catheter body was found to be kinked at ~145.1cm and at ~143.8cm from distal tip. The distal tip was found to be separated. The tubing material of the catheter separated end exhibited with stretching, jagged edges with the elliptical wire exposed. Evidence of tip shaping was found. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. In this event, user error likely contributed to the event as customer reported shaping the echelon-10 micro catheter tip and noticed distal tip had separated after shaping needle was removed. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.